Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain, it was reported that on (B)(6) 2024 the patient experienced an issue with occlusion that prevent the flow of insulin and occlusion in the tubing kinked/bent tubing bending/straining tubing where it connects to reservoir no further information available.